Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level around 600 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set leaking insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. The infusion set brand and manufacture was not provided.